Event description:
A customer reported a malfunction with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the malfunctioning pump, and the customer was instructed to use multiple daily injections as backup therapy. The customer was advised on the necessary steps for storing and returning the faulty pump and was informed about receiving the replacement pump.